Event description:
Revision surgery - the patient was suffering from a rotator cuff tear since the initial total shoulder replacement on (B)(6) 2012. The surgeon determined a conversion to a reverse using the adapter was the best option; the glenoid, head, and neck were removed.